Event description:
Ceramax liner while impacting.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device by the manufacturing supplier confirms material fracture. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The density of the insert was analysed and found to be complying with the delivery specification for biolox®delta components. The microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Primary regular metal transfer can not be found on the insert. The existing metal transfer on the transition I/j indicates a misaligned position of the insert in the metal shell. The root cause is misalignment of the insert and acetabular component prior to impaction. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.